Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the error and replaced the universal surgical manipulator (usm) in accordance with isi procedures. The system was tested and verified ready for use. The complaint was confirmed based on the field evaluation. Isi did receive the usm involved with this complaint to perform failure analysis. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer encountered an error 319 on the universal surgical manipulator 2 (usm2). The customer power cycled the system with an emergency power off (epo), but the issue persisted. The customer noted that all four usm's were required for the case and connected a spare patient side cart (psc) for the case. The procedure was converted to another dv system with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis, and the complaint was confirmed. In the system logs, the error 319 was found confirming the fault occurred in the field. Upon visual inspection, the rolling loop fiber was found to be misaligned, being related to the reported event. The usm was installed onto a golden system where the 319 error was triggered during power up, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the check all boards test failed on axis controller carriage (acc) and fiber test failed on rolling loop fiber. Once testing was completed, the rolling loop fiber was further tested and was verified to be the source of the fault. The probable root cause of the reported issue can be attributed to a fault of the rolling loop assembly within the affected usm causing a communication issue.